Event description:
It was reported that the burr was stuck on the guidewire. The 20mmx2.5mm, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The device was removed without any additional intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the burr was stuck on wire outside the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus, but was not able to pass the damaged coil. Product analysis confirmed the reported event, as the kinked and stretched coil prevented the test rotawire from smoothly advancing through the device.

Event description:
It was reported that the burr was stuck on the guidewire. The 20mmx2.5mm, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The device was removed without any additional intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the burr was stuck on the guidewire. The 20mmx2.5mm, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. The device was removed without any additional intervention and the procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the burr was stuck on wire outside the patient.